Manufacturer narrative:
Evaluated one opened/used sensor and performed continuity resistance test and sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the sensor had triggered the threshold suspend. Customer's sensor glucose was 50 mg/dl and blood glucose was 120 mg/dl. Customer reported the sensor alarmed a calibration error alarm. After troubleshooting, customer was advised the sensor will be replaced. Customer will not be returning the sensor for analysis.